Event description:
Litigation papers allege: pain, swelling, inflammation and damage to surrounding bone and tissue, and lack of mobility. Burdened with constant mental anguish cause by knowing that he has a failed implant in his body; that it is causing potentially irreparable damge to his bones and tissue; that he will have to undergo another, more complex and riskier surgery followed by rehabilitation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.